Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, the corrected event date, and correct patient ID (a1). A titan otr pump, two cylinders and a reservoir were received for evaluation. The inlet tube with connector was detached to allow for testing. Examination and testing of the returned components revealed two separations on both exhaust tubes of the pump. Testing revealed these to all be sites of leakage. Microscopic examination of the surfaces showed them to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on the shorter exhaust tube of the pump. A group of separations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. No functional abnormalities were noted with cylinder 1, the reservoir or detached inlet tube with connector. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in both pump exhaust tubes and exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The information received indicated there was tubing leakage. Because no functional abnormalities were noted with the returned components, other than instrument damage, quality cannot confirm the complaint as reported. The information received noted the device was assumed functional for over two years prior to the malfunction, indicating the instrument damage most likely occurred during the explant procedure and not the cause for the reported failure.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, cylinder tubing leakage.